Event description:
Reporter alleged blood glucose meter reads "5.6 instead of regular numbers". Reporter stated the meter was given to his wife as a gift and they no longer have the box in which it was contained. No actions were taken or treatment was reportedly received as a result. Upon receipt of the product back for testing, the manufacturer's evaluation department reported their testing verified the meter reads in mmol/l. The request had been made for the return of the suspect device and replacement product was sent.